Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history review (DHR) could not be performed as the lot number for the product was not provided. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that a cassette malfunctioned since the last order. No other information provided.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
It was reported that a cassette malfunctioned since the last order. No other information provided.